Manufacturer narrative:
Product event summary: data files were returned and analyzed. Two images were analyzed and showed blood inside balloon catheter and umbilical coaxial connector. In conclusion, the reported "visible blood" issue was plausible through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a system notice indicated that the safety system detected blood in the catheter handle while freezing the right upper lung. The injection was stopped and the vacuum was disabled. The patient's blood oxygen saturation levels dropped to 83% and red fluid was observed in the coaxial umbilical cable. The error persisted after restarting the system. After contacting the engineering team, balloon damage was confirmed. The surgeon replaced the balloon catheter, which resolved the issue. The case was completed with cryo. After the surgery, the patient's blood oxygen saturation levels returned to 98%. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the "tracheal tube tail line" was the coaxial umbilical cable and the "red fluid" was blood. Additionally, preliminary judgement indicated both balloons (inner and outer) were damage, and the blood in the coaxial umbilical cable had entered through the balloon catheter.